Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a large posterior prolapse. It was noted the pre-procedure gradient was 1mmhg. One xtw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an xt clip was inserted, and grasping was performed. However, the gradient increased to 9mmhg. Due to the gradient, the physician wanted to remove the clip. While attempted to remove, the clip because caught in chordae in the left ventricle (lv). Troubleshooting was performed, but the clip was unable to be removed. Therefore, the physician decided to deploy the clip. The clip was able to be deployed on both leaflets, reducing mr to a grade of <1. The ending gradient was 6mmhg, but the physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.